Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during the use of atrium medicals mesh product. It was alleged that a mesh was removed due to inflammation and thickened reactive tissue. Since this a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. The complaint alleges that cultures taken at the time of removal show no evidence of infection.